Event description:
It was reported that during a procedure on a ruptured aneurysm, the coil was repositioned and the coil stretched and broke. The physician successfully used a snare to retrieve the broken coil. Approximately a week post admission the patient died. The physician does not relate the death the subject device. The patient died due to a grade 5 subarachnoid hemorrhage and vasospasm.

Event description:
It was reported that during a procedure on a ruptured aneurysm, the coil broke inside the catheter. The physician was able to retrieve the broken coil successfully. There were no clinical consequences to the patient. No other information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was disposed; therefore, physical analysis cannot be performed. Based on the additional information received the coil was repositioned. Therefore the most probable cause for the broken coil is operational factor.

Manufacturer narrative:
Device disposed of at hospital.